Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -14.0/+0.5/068 into the patient's right eye (od) on (B)(6) 2023. In a separate surgery that day the lens was exchanged for a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
(B)(4).